Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device is part of a planned system revision due to infection. It was also noted that the patient had a fever and swelling of the device pocket at the time of their presentation. The physician elected to treat the patient with antibiotics with no plans of revising their implanted system. No additional adverse patient effects were reported. This system remains in service.